Event description:
It was reported by the physician that the device had premature elective replacement indicator, low output, no shocks delivered, and the device lasted only four years. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion. This model number is not approved for distribution in the united states, however, it is considered same as a device marketed in the u.s.